Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the needle was rusted.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/24/2022. H.6. Investigation: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed on all 10 samples. The brownish foreign matter was subjected to fourier transform infrared spectroscopy (ftir) and scanning electron microscopy with energy dispersive x-ray spectroscopy (sem-edx) testing. However, the foreign material could not be identified from this testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that the needle was rusted.